Event description:
(B)(4).

Event description:
Error 49. Device history log was reviewed, multiple sequences of errors 21, 51, 30 are reported. Errors 51 and 30 are a consequence of error 21. Errors 49 are also present. Reviewed device history. The device was allowed to enter a low battery and depleted battery state, which resulted in error 99. Also found damage to ic on cpu board and capacitor on power board not firmly adhered to board. This is most likely attributed to mishandling of the device. Confirmed reported problem. Replaced defective battery, cpu board, and power board. Calibrated and tested pump per quality control check list. Pump now functions as intended and is released for further use. After repair, device was found to meet specification.